Event description:
It was reported that the patient presented in clinic for an unrelated right ventricular (rv) lead revision procedure on (B)(6) 2025. During procedure, the patient had experienced ventricular ectopy, which caused ventricular tachycardia (vt). After the new rv lead was implanted and connected to the existing implantable cardioverter defibrillator (ICD), an anti-tachycardia pacing was delivered; however, the vt was not terminated. Then, the vt was terminated by a synchronized cardioversion via the ICD system. The ICD remained implanted with the new rv lead. The patient condition was stable.